Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast prosthesis and experienced generalized illness symptoms including breast implant illness and unspecified symptoms post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The device information provided to mentor (serial number (B)(6) and lot number 6698418) does not match the patient said breast prosthesis. Mentor has followed up to clarify this information, however, not clarifying information has been received. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If mentor receives additional information regarding the event or device, a supplemental report will be submitted accordingly.